Manufacturer narrative:
E1- adddress- the establishment name of the facility is seirei welfare corporation general hospital seirei hamamatsu hospital the subject device was received and evaluated. Device evaluation found the device nozzle was clogged with foreign material, service repair noted due to clogging , no air/water was feed. The issue as noted was due to insufficient cleaning, handling problem. Furthermore, the following defects/findings were identified during device inspection: the angle wires were stretched, due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. A-rubber has a scratch (insertion section). Adhesive on a-rubber has a crack. Adhesive on a-rubber has white-clouded area sw1 has a scratch. C-cover has a dent. Connecting tube has a scratch. Device evaluation findings has confirmed the reported issue of " 'poor air/water supply" found to be due to clogged nozzle with foreign material . The clogged nozzle with foreign material was attributed to handling , insufficient cleaning issue. The facility's cds and reprocessing information provided the following information: customer was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot confirm/cannot specify when the foreign object adheres to the endoscope. No time lag between the end of clinical use and the start of pre-washing. Stated "no" , not possible that the device was used in a case with a foreign object attached to it . No problems with the accessories used for reprocessing, stated "normal". No other concerns about reprocessing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A repair request was sent reported with an issue of 'poor air/water supply" found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation found the device nozzle clogged with foreign material. This report is being submitted for clogged nozzle with foreign material (handling problem, insufficient cleaning issue ).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformations to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.